Event description:
The reporter stated as the surgeon was inserting an aa4203tl toric silicone single piece lens, he felt the iol was not ejecting properly. The injector was removed from the eye before the lens was totally injected but the iol did touch the pt's eye. A tear was noted upon inspection of the lens after removing it from the cartridge. Another lens of the same power was implanted. There was no injury to the pt, no enlarged incision or sutures.

Manufacturer narrative:
Other: no lens returned in unit box. Eval codes, other: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.